Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the entry hole closure on a laparoscopy-assisted distal gastrectomy, when using the 7th reload, it suddenly articulated with a calibration sound when the scrub nurse connected the reload to the adaptor after the calibration of the device. The surgeon was able to press the green button but the stapler was unable to fire. They changed the device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. The electrically erasable programmable read-only memory (eeprom) was uploaded and indicated 24 autoclave cycles for the handle. A pmv representative adapter and single-use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.